Event description:
It was reported that a female who underwent an unspecified breast surgery with a mentor memorygel, 425cc breast implant experienced right-sided neoplasm malignant, pain, and cutaneous contour deformity post procedure. The patient reported, list of complications, not pertaining to her implants directly but possibly due to her metastatic breast cancer. Against her surgeons wishes patient continued to wear wired bras, which the patient believes may have compromised the implant. She also mentioned her right arm felt like it was broken but without suffering any trauma to the arm and her doctor claims its arthritis. She also complaining of rapid and excessive skin growth around her chest and neck area. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No further information was provided regarding this case. Should more information become available, this case will be re-assessed, and notes will be updated. .

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).